Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported during an afib procedure, a pericardial fluid was observed. An additional surgery for less than one hour was required for a blood transfusion. Adjuvant drug therapy by anesthesia and pressure monitoring. Pericardiocentesis was performed. Patient was stable and under control. Along with this guidestar, these additional devices were used in this procedure heliostar, lassostar, swartz sheath lamp and four brk needles. It was reported all devices used in this procedure were discarded.

Manufacturer narrative:
The device was used in treatment. The device was discarded; therefore, it was not returned for analysis. There is no complaint against the guidestar. The device history records were reviewed and the device pass all in-process and qa final inspections before shipping to the customer. There was no device performance related failure reported by the user. This event is related to patient condition. No further investigation is required. No further follow-up is required. The device was not returned and there was no specific performance related failure reported by the user. Based on the investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.